Manufacturer narrative:
(B)(4). The complaint bc163-10 bubble CPAP system and mr850 respiratory humidifier was not made available by the healthcare facility to fph for investigation. Questions were also sent to the healthcare facility however no responses were received despite three follow-up attempts. Therefore our investigation is accordingly based on the information reported by the healthcare facility and our knowledge of the product. A therapist performed a routine nasal check on the patient and no nasal breakdown or irritation was observed. When the therapist returned to the patient 30 minutes later, a 'blister' was noted. When the compliance & educator coordinator was notified of the 'blister', the temperature/flow probe at the chamber end of the breathing circuit was found disengaged. In addition, the clinician involved with the patient did not recall removing the temperature/flow probe but noted that student clinicians were in the nicu shortly prior to the reported incident. Conclusion: the (B)(4) airway temperature and flow probe is an accessory to the mr850 and measures gas temperature and flow rate in a breathing circuit. Once the probes are fitted securely to the breathing circuit, it should not spontaneously disengage. The therapist reported that 30 minutes prior to the reported event, the patient had no nasal breakdown/irritation. Student clinicians were also present shortly prior to the reported incident. Based on the reported information, the temperature/flow probe appears to have disengaged sometime between the patient's routine nasal check and when student clinicians were present in the nicu. The mr850 is equipped with several safety features that limit the risk of thermal injury. In the event of a failure the unit will shut down in a safe state and warn the user that a fault has occurred. It does this by monitoring the correct operation of its critical circuits. If a fault is detected it will try to report this by giving an error code and alarming visually and audibly. The healthcare facility was asked whether the mr850 had alarmed at the time of the incident however no response was received. The mr850 complies with iso8185:2007: "respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems." This standard specifies safety requirements to prevent the risk of thermal injury, including maximum enthalpy limits for humidified gas delivered to patients through respiratory humidification systems. The mr850 also complies with the medical devices directive 93/42 eec, annex I "essential requirements" the user instructions that accompany the bc163 bubble CPAP system also state the following: 'check all connections are tight before use and after any adjustment.' 'Refer to mr850 or mr730 user instructions for further information.' A diagram illustrating how to correctly connect the temperature/flow probes is also included in the bc163 bubble CPAP system user instructions. The user instructions that accompany the mr850 respiratory humidifier state the following: 'ensure that both temperature probe sensors are correctly and securely fitted. Failure to do so may result in temperatures in excess of 41 degrees celsius being delivered to the patient'. 'Push the chamber probe and airway probe into the breathing circuit. Make sure the chamber probe is correctly located in its key-way and that both probes are pushed home'. The user instructions that accompany the (B)(4) temperature probe state the following: 'the fisher & paykel (B)(4) temperature probe is designed exclusively for use with fisher & paykel's mr850 humidifier and rt range of single-use breathing circuits.' 'The probes must also be pushed firmly into the probe ports on the inspiratory side of the breathing circuit and the key on the chamber outlet probe must align with the probe port key-way.' No other complaints of similar nature have been received for the fph bubble CPAP system to date. The healthcare facility reported that the patient is expected to make a full recovery without further intervention.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the nasal area of a patient had "blistered" whilst on a bc163-10 bubble CPAP system. It was further reported that the circuit felt "hot" and that the temperature/flow probe located at the chamber end of the circuit was not engaged. Student clinicians were in the nicu at the time of the incident. The healthcare facility reported that the patient is expected to make a full recovery.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device and further information from the hospital, to determine if the product caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the nasal area of a patient had "blistered" whilst on a bc163-10 bubble CPAP system. They further reported that the circuit felt "hot" and that the temperature/flow probe located at the chamber end of the circuit was not engaged. It was also reported that student clinicians were in the nicu at the time of the incident. The healthcare facility reported that the patient is expected to make a full recovery.